Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm improperly deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The blue slide lock was not dis-engaged and the white plunger was not fully depressed on the delivery device. The seal and tension spring was observed in the loading device. The seal showed no signs of cracks or delamination. No visual defects were observed. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported complaint ¿failure to deploy¿ was not confirmed, but was confirmed for the analyzed failure "fitting problem" .

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm improperly deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.